Event description:
It was reported that the patient presented to the hospital after receiving therapy for vt and inappropriate therapy for supraventricular tachycardia. Interrogation revealed the device was at eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was tested on the bench and using automated test equipment and no anomaly was found. All device functions were normal.